Event description:
It was reported that an electromagnetic interference (emi) issue was reported in a clinical environment related to having an MRI. The patient experienced pain, burning sensation, and traction sensation during an MRI exam of the spinal column in the morning. The symptoms, burning sensation, and pain, were noted to be at the implantable neurostimulator (ins) pocket site. The patient was experiencing less than fifty percent therapy relief. It was noted that the MRI modality had been activated with the patient programmer. The ins was off. The patient was seen for a follow-up visit with the implanting physician. It was verified that the MRI was performed at 0.5t, not at 1.5t. Impedances were okay. An x-ray was normal, indicating no lead migration. The ins was still off, and would be switched on by the patient, according to his "feelings." An additional follow-up appointment is scheduled for next month. It was noted that the patient had already had an MRI of the leg, in the past, without any problem. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, serial# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).